Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument to be broken at the proximal clevis to main tube interface. The clevis is dislodged from the main tube as a result. Both the proximal clevis and the main tube are missing pieces. The clevis is missing roughly half of the section that mates with the main tube interface wall. Engineering has concluded that the damage is likely due to overloading at the tip.

Event description:
It was reported that 45 minutes into a da vinci s myomectomy procedure while changing instruments, the plastic housing at the distal end of the permanent cautery hook instrument's shaft became dislodged. The instrument was difficult to remove and as a result the trocar was removed with the instrument attached. At this time the site noticed that a fragment from the instrument had fallen into the patient. The fragment was successfully retrieved. This event caused a 20 minute delay; however, the planned surgical procedure was completed and no patient complications, harm, or injury.